Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was evaluated for abdominal pain approximately two weeks prior to the reported event. The patient had been sent home post evaluation; however, she continued to complaint of worsening abdominal pain. The patient was then admitted to the hospital a few days prior to reported event. An echocardiogram (echo) revealed her efficiency to be <10%, and her left ventricular end-diastolic pressure (lvedp) to be the same as previous echos. However, her left ventricle (I v) had increased in diameter by 1cm over the last week and another centimeter over approximately the last twenty four to forty eight hours. The patient was placed in a fixed mode of 70bpm. However, via echo, the lv continued to appear dilated, and the patient remained symptomatic, with an increase in lfts and continued abdominal pain. The patient underwent cardiac catherization to evaluate right ventricle (rv) function and the results were unremarkable. A CT scan did not show signs of infection. A week later the patient was implanted with another manufacturer's ivad pump.

Manufacturer narrative:
The device was received and is currently being evaluated. No further information is available at this time.